Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an unspecified alarm and the pump was subsequently unresponsive. The customer's blood glucose level was 340 mg/dl. The customer delivered a bolus via an alternate pump. Reportedly, the customer would utilize the alternate pump as alternate insulin therapy.